Event description:
It was reported the pt's device was replaced due to battery depletion. It was stated the pt's previous devices had lasted "many years longer." The pt outcome after the replacement was reported as "no injury." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.